Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that there was a crack in the device. The following information was provided by the initial reporter: at 16:05 on (B)(6) 2023, in the neuroendocrine ward, the patient was admitted to the hospital due to repeated thirst and excessive drinking for 4 years, accompanied by abnormal urine in (B)(6). The blood flowed out of the arterial blood collection device, and the collection was stopped immediately. After the inspection, it was found that the arterial blood collection device was cracked, and the arterial blood collection device was replaced to collect blood again, which caused increased pain and delayed diagnosis and treatment of the patient. The patient's blood gas analysis results at 16:58 on (B)(6) 2023 indicating hyperventilation and mild respiratory alkalosis, appropriate rehydration and active treatment were given.

Manufacturer narrative:
H.6 investigation summary: "material #: 364314, lot/batch #: 2272046. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.